Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump suddenly stopped operating without presenting any sound or vibrate alarm. Caller reported the pump turns off unexpectedly and does not alarm. No adverse event reported. Requested return of the alleged device for evaluation.